Manufacturer narrative:
Concomitant medical products: logic femoral size 3 right (cat# 02-010-01-0330 / serial# (B)(4)). Logic fit tibial tray 3f/3t (cat# 02-012-45-3030 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Stem ext 14x25 (cat# 204-34-02 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post right tka, this (B)(6) y/o female patient had a revision due to osteolysis. Patient was revised to knee to stryker. There was no breakage of device. There was no surgical delay/prolongation. The device is available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of severe wear of the polyethylene secondary to component alignment and knee instability and the subsequent prosthesis wear may have contributed to particle-induced osteolysis. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface; furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.